Event description:
Information received indicates a screw is missing from the siderail release and the siderail could not be placed into the up position.

Manufacturer narrative:
The technician replaced the missing screw to repair the stretcher.